Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was initially reported by the customer that while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used on the patient, the hemostatic valve was leaking back blood, and caller also observed that there is a small piece of "white colored foam" floating in the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was been determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence. Additional information provided indicated the hemostasis valve had broken into pieces. The hemostatic valve/brim cap/hub did not detach from the sheath. The hemodynamics was not compromised due to bleeding. The blood loss was minimal (5-10cc). No air entered the patient¿s body. No intervention was required.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was initially reported by the customer that while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used on the patient, the hemostatic valve was leaking back blood, and caller also observed that there is a small piece of "white colored foam" floating in the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. On 6/29/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 7/6/2020, the initial visual inspection found the hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. These findings were reviewed and determined the finding continues to be deemed MDR reportable for the hemostatic valve separation as this is consistent with the customer¿s reported issue. Device evaluation details: on 7/7/2020, the device evaluation was completed. The device was inspected and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. Due this condition the vizigo sheath is occluded and unable to be advance through the end of the sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).